Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed. A field service engineer found drawer 3.2 had defective rails, removed the cubie pockets from the defective drawer module, resecured the separating plate in the new drawer module, installed the new enhanced half height drawer module, assigned the drawer module as module 3, reinstalled the cubie pockets to drawer 3.1 and 3.2 and verified operation of the drawer module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer difficult to open and close. The customer reported that a malfunction took place when the user was dispensing and medication replenishment process. There were no adverse events or injuries reported based on this event.